Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased pacing impedances measuring 213 ohms along with decreased amplitudes and oversensing. It was reported that the patient had fallen while skiing back in february 2015 and the remote home monitoring system had detected and declared a red alert. This patient later underwent a revision procedure and this product was explanted and replaced. No further adverse patient effects were reported.